Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced. The device underwent flow rate testing and was found to under infuse due to out of adjustment pressure plates. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.